Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence due to urethral atrophy and fluid loss. A surgical procedure was performed during which the existing aus was removed and replaced with a new one. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence as a suspected result of device fluid loss and/or urethral atrophy. A surgical procedure was performed during which the existing aus was removed and replaced with a new one. No further patient complications were reported.